Manufacturer narrative:
Device was received in normal working condition and at above eri voltage level. Device image indicated the battery voltage was above eri level the entire implant duration. Analysis indicated a false eri triggered two months before the explant date due to transient low battery voltage resulting from being implanted beyond its projected longevity period. In this case, clearing the eri message with the programmer restores device¿s normal operation. Electrical and mechanical test results indicated normal functionality. Longevity assessment was performed and device was in the normal range of operation with appropriate remaining longevity.

Event description:
During follow-up, premature battery depletion was observed. The device was explanted and replaced. The patient was in stable condition.